Manufacturer narrative:
(B)(4). D10 ¿ g7 dual mobility liner 46mm g; item# 110024465, lot# 525850; act artic e1 hip brg 28x46mm; item# ep-200152, lot# 886620. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had multiple left hip dislocations post acetabular revision to the dual mobility system. The patient had dislocated and returned to the ER where an intraprosthetic dislocation post closed reduction was found. Subsequently, the patient was revised four years post implantation to a constrained cup. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. Products were not returned for investigation, however pictures were provided and assessed. On the articulating surface of the head is possible to see some damages, most probably in the form of metal transfer. However, a more in-depth analysis cannot be performed based on the provided pictures. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Surgical reports were not provided. One undated x-ray of the left hip was provided and assessed. However, as the radiography is undated, it does not provide any additional information to the investigation. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.